Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The analysis found that one ecr60d cartridge reload was received. The cartridge reload was received with the left side fully fired and the right side partially fired 1/2 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Furthermore the cartridge pan was found to be partially dislodged at right side of the cartridge. No further functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a semi-open pneumonectomy, deployed staples of one side of the distal end were unformed after firing on the bronchial tube. The cartridge was gold. Additional suture was performed to complete the case. There were no adverse consequences to the patient.